Event description:
A patient with diabetes performed a routine cassette and infusion site change. During this process, the patient experienced an elevated blood glucose level of 271 mg/dl. Upon removal of the infusion site, a bent cannula was observed. The event involved the patient; however, no harm or adverse effects were reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.